Manufacturer narrative:
In response to FDA report number mw5086986. A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "burning sting sensation". Patient additionally reported "I want allergan to know the pain and suffering that these implants have caused me over the last 6 years","systemic inflammation", "swollen breasts¿, "getting breast implants was easily the worst decision of my life but I did it because I was told they are safe, were completely redesigned and better than the dow corning generation of implants. Now I find out there was very little research that was done to assess the risk to women with implants. It is literally heart breaking that my final child-bearing years were taken because of breast implants", "bia-alcl", and "swollen lymph nodes". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency right side "burning sting sensation". Patient additionally reported "I want allergan to know the pain and suffering that these implants have caused me over the last 6 years","systemic inflammation", "swollen breasts¿, "getting breast implants was easily the worst decision of my life but I did it because I was told they are safe, were completely redesigned and better than the dow corning generation of implants. Now I find out there was very little research that was done to assess the risk to women with implants. It is literally heart breaking that my final child-bearing years were taken because of breast implants", "bia-alcl", and "swollen lymph nodes". Device has been explanted.